Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruises on his knee and tailbone after falling twice while wearing the lifevest. Patient reported he now shakes all over, his feet and hands would tremble and he had to use a walker. Patient reported no issues with falling prior to wearing the lifevest. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported the injury improved.